Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report #2916596-2017-00480. This report is being submitted as additional information. Medwatch / user facility report # (B)(4) was received on 15may2020. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported, on (B)(6) 2017, the patient called with intermittent singular beeps on her system controller while connected to power module and batteries. Patient cable and battery clips were both changed, however beeps did not resolve. It was reported that at first there was an alarm indicator associated with the beeps (power disconnect along with battery bracket on system controller that were illuminated). Later there were just beeps and no alarm indicator (no message on display screen or illumination of symbols). While on the phone with a vad coordinator, the patient attempted to connect to the backup system controller, however became unconscious. The patient¿s husband reconnected the driveline back to the primary system controller. In the confusion, the driveline was reconnected to the same controller, so a controller change was not completed. It was reported there may have been a period of up to 10 minutes in which the patient was unresponsive but breathing. The patient was brought to the hospital for evaluation and monitoring. The customer stated that the patient was doing well and no additional alarms have been received on the patient¿s primary system controller when connected to the hospital equipment. Technical service reviewed the log file submitted which contained approximately 12 days of data. The current set speed is 9200 rpm, the average power ranged from 0 watts to 7.8 watts, the average pi ranged from 2 to 7.9 and the average flow ranged from 0 lpm to 9.4 lpm. During the analysis of the log technical service observed unexplained power cable disconnects. This type of issue can be caused by dirty battery clips, or power cable fatigue on the controller lead. Technical services also observed there was a no external power event caused by a double power cable disconnection on (B)(6) 2017. The internal battery supported the pump during this event. On (B)(6) 2017 there was a driveline disconnect from 18:00 until the driveline was reconnected at 18:03. The remainder of the log file shows the pump running as intended. Additional information states that patient with heartmate ii left ventricular assist device (lvad) presented urgently to ed after emergency medical services (ems) was activated following syncopal event with prolonged lvad driveline disconnect during patient's attempt to change controller in the home. Vad was off ~4-5 minutes in the setting of subtherapeutic international normalized ratio (inr). Prior to the event, patient called lvad team to report intermittent singular beeps, and intermittent power disconnect alarms while connected to the power cord. The power record, batteries, and battery clips were all exchanged by the patient, with guidance from lvad coordinator on the phone. When the beeps did not resolve, it was decided that the controller should be exchanged. Patient had changed a controller in the past, and desired to change it in the home, rather than travel to the hospital to be changed by the lvad team, spouse was present. As soon as the patient disconnected her driveline to change controllers, she lost consciousness. The spouse had difficulty making the driveline connection. The lvad team activated ems to the patient's address while continuing to work with the spouse to make the controller connection. Prior to ems arrival the spouse made the driveline connection and the patient was regaining consciousness when they entered the home. Ems confirmed driveline connection, and pump was running. Abbott analysis of waveform/logfile data concluded "during the analysis of the log we observed unexplained power cable disconnects. This type of issue can be caused by dirty battery clips, or power cable fatigue on the controller lead". Thankfully the patient did not suffer complications from this prolonged lvad stoppage.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the driveline being disconnected in an attempt to exchange the controller was confirmed through the evaluation of the system controller log file investigated in MFR#: 2916596-2017-00480. A specific cause for the reported events could not be conclusively determined through this evaluation; however, it was reported that pre-existing conditions that may have contributed to the event include chronic obstructive pulmonary disease (copd), coronary heart disease, hepatic/renal dysfunction, hypertension, and morbid obesity. A direct correlation with heartmate ii lvas, serial number: (B)(6), could not be conclusively established. The evaluation of the log file investigated in MFR#: 2916596-2017-00480 revealed that the driveline was disconnected on (B)(6) 2017 at 18:00, resulting in a pump stop. The driveline was reconnected to the controller approximately 3 minutes later, and the pump started and ramped up to the fixed speed without issue. It was reported that the patient did not suffer complications from this prolonged lvad stoppage. It was noted that pre-existing conditions that may have contributed to the event include chronic obstructive pulmonary disease (copd), coronary heart disease, hepatic/renal dysfunction, hypertension, and morbid obesity. The patient remains ongoing on (B)(6) and no further related issues have been reported at this time. The hmii lvas IFU lists respiratory failure, renal failure, and hepatic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.